Event description:
It was reported by the aci sales professional that a patient underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedural femoral angiogram was taken and it revealed a mildly calcified artery. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that the device was deployed and when the physician pulled back the balloon against the arteriotomy, the balloon ruptured. Since access was not lost, the physician prepped and deployed a 2nd mynx device, however another balloon rupture occurred upon pullback. The device was removed and the physician converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged per hospital protocol without report of clinical sequela. No further information was provided.

Manufacturer narrative:
Balloon loss of pressure seems to have been caused by a longitudinal tear approximately 6 mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1109106) indicated that the mynx cadence device met all established performance criteria prior to shipment.